Event description:
During dialysis air was sucked into the arterial line. This was visible in the foam and bubbles in the arterial line. Upon changing the q-syte device, the issue was resolved. The clinicians are well aware of the need for straight-on access and firm connection.

Manufacturer narrative:
Representative units and a used mating device have been returned for analysis and are currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)